Manufacturer narrative:
On (B)(6) 017, a field service engineer (fse) visited the customer site and found that the wash probe-1 (wp1) was leaking. He trimmed the tubing and used a new cable tie; the leak did not seal. The fse tried to run the analyzer obtaining loader end marker errors. He found that the slif board was damaged by the wp1 leak. He ordered a new slif board. On (B)(6) 2017, the fse returned to the site and replaced the wp1 and slif board. Then ran 20 of tt3 cups and obtained no leaks or errors. Then, he lubed relevant components of the analyzer. The instrument was working as intended and therefore no additional actions were required by field service. The most probable cause of the reported event was wash probe leaking. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported intermittent errors 2235: b/f probe 1 suction failure with their aia-2000 analyzer. The customer was unable to run beta-hcg and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.